Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product return date is december 22, 2014. Evaluation of the returned portion of part suture 1 and 2 found that they moved freely. The suture construct also assembled correctly. Bunching as reported in complaint observed and therefore complaint is considered valid. Assembly process would not be possible if suture was bunched as return portion of product indicates supporting product left biomet control conforming to specification.

Event description:
It was reported that patient underwent an anterior cruciate ligament reconstruction procedure utilizing a fixation device on (B)(6) 2014. During insertion into the joint, the suture became tangled and was reportedly tightening inappropriately. The suture was removed and another device was available to complete the procedure.